Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895961 and gd895953 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 2 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was treated with vancomycin (dose, frequency, and route unknown) for the event. The cause of the peritonitis was unknown. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.